Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion. Leak test and microscopic analysis was performed which identified: crease sharp opening and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as a fold flaw opening. Wrinkles (creases) are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data.

Event description:
Additionally, healthcare professional reported left side "any creases". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation. Reoperation has not been scheduled at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side deflation. Device manufacturer unknown. Device remains implanted.